Event description:
In 2008 the patient's husband reported that while changing her insulin cartridge the plunger became stuck to the piston rod resulting in 35 units of insulin spilling into the cartridge compartment. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.